Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 13-sep-2021, it was noticed that the manufacture date of 8-apr-2021 was inadvertently omitted on follow up report mwr-17082021-0001020378. Therefore, h4. Device manufacture date has been updated.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 17-aug-2021. The device evaluation was completed on 22-aug-2021. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Approximately four hours after the start of the procedure, when the sheath was placed in the right atrium, the hemostatic valve was observed to be broken and air was almost drawn in. The vizigo sheath was replaced, and the issue was resolved. The procedure was completed without patient consequence. Additional information was received, and it was reported that the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient and no blood return was observed. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the hemostatic valve of the vizigo sheath. A device history record was performed for the finished device 00001620 number, and no internal actions related to the reported complaint condition were identified. No damages were observed during the visual test. There may have been other circumstances or issues that occurred during the use of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo" 8.5f bi-directional guiding sheath small and a hemostatic valve separation issue occurred. Approximately four hours after the start of the procedure, when the sheath was placed in the right atrium, the hemostatic valve was observed to be broken and air was almost drawn in. The vizigo sheath was replaced, and the issue was resolved. The procedure was completed without patient consequence. Additional information was received, and it was reported that the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient and no blood return was observed.